Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that both the right ventricular (rv) and left ventricular (lv) leads were exhibiting electrogram noise associated with oversensing and loss of capture. The patient was originally scheduled for an in-clinic follow-up due to rv pacing impedance ranging from 200-400 ohms and that a lead safety switch (lss) had been triggered due to low impedance (less than 200 ohms). Ts was informed that the patient experienced lightheadedness and dizziness. The local representative asked why there was electrogram noise on the lv lead. The local representative commented that the lv sense configuration had been programmed lv(tip) to rv. Ts explained that lv electrogram noise could be present because of the compromised rv lead and the programmed sensing configuration of the lv. The local representative reprogrammed the lv sensing configuration to lv(tip) to can and no further lv electrogram noise was displayed. Because there is no option to reprogram the rv lead off with lv lead on, the rv lead was reprogrammed. The measured sensing r-waves were 7-8 mv. Despite reprogramming the rv to a least sensitive setting, oversensing was still present. The physician decided to program the device to ddd mode 50 and schedule the patient for a rv lead replacement procedure. The patient was presented to the electrophysiology (ep) laboratory and the chronic rv lead was surgically capped and replaced. When the pocket was opened, the physician did not report any integrity issues with the chronic proximal portion of the rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.